Manufacturer narrative:
We are unable to determine the cause and resolution provided to the customer. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : based on the information available, despite making multiple attempts to obtain additional information regarding customer resolution associated with this complaint, all the attempts have been unsuccessful.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that customer needs a quote for battery. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.